Event description:
The pt had an angio-seal device deployed. The pt reportedly expired later due to hemorrhage (date unknown). It is unknown if the pts death was related to the angio-seal device. Attempts to obtain additional information regarding this event have been unsuccessful.